Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 6.1-6.4cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported the patient presented in the emergency room after receiving hv therapies. Upon interrogation it was noted that oversensed lead noise resulted in inappropriately detected vf. Noise on both atrial and rv lead were noted and high impedance was also observed on the atrial lead. The leads were explanted and replaced. There were no complications during the procedure. The patient will continue to be monitored normally.